Event description:
During a surgical procedure the cautery tip broke and fell into the operative site. It was retrieved without injury to the pt.

Manufacturer narrative:
During a surgical procedure, the cautery tip broke and fell into the surgical site. The tip was retrieved and there was no injury to the pt. The broken tip was returned to us. It is mfg by bovie medical. The broken tip was sent for decontamination. Upon its return, it will be forwarded to bovie. As the MFR of the device, they will conduct the investigation.